Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the immediate dental implant was placed in ada site 25 in the mouth, the implant did not achieve primary stability or osseointegration in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that 4.5 months after the immediate dental implant was placed in ada site 25 in the mouth, the implant did not achieve primary stability or osseointegration in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.